Event description:
It was reported that pump displayed continuous glucose monitor error message while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset procedure, did not experience repeated error after reset, and successfully started new sensor session.